Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('the right device migrated into my uterus causing damage then part of it came completely out') and uterine injury ('the right device migrated into my uterus causing damage then part of it came completely out') in a 42-year-old female patient who had essure (ess205) (batch no. 621688) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), device expulsion ("the right device migrated into my uterus causing damage then part of it came completely out"), abdominal pain lower ("cramping"), back pain ("pain back"), genital haemorrhage ("heavy bleeding & clotting"), hypersensitivity ("worsen allergies and asthma"), headache ("headache"), arthralgia ("pain joint"), asthma ("worsen allergies and asthma") and fatigue ("fatigue"). The patient was treated with surgery (removal of ovaries, fallopian tubes, uterus and cervix). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the device breakage, uterine injury, device expulsion, abdominal pain lower, back pain, genital haemorrhage, hypersensitivity, headache, arthralgia, asthma and fatigue was resolving. The reporter considered abdominal pain lower, arthralgia, asthma, back pain, device breakage, device expulsion, fatigue, genital haemorrhage, headache, hypersensitivity and uterine injury to be related to essure (ess205). Lot number: 621688 manufacture date:2006-11 expiration date: 2008-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-dec-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('the right device migrated into my uterus causing damage then part of it came completely out') and uterine injury ('the right device migrated into my uterus causing damage then part of it came completely out') in a (B)(6) female patient who had essure (ess205) (batch no. 621688) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), device expulsion ("the right device migrated into my uterus causing damage then part of it came completely out"), abdominal pain lower ("cramping"), back pain ("pain back"), genital haemorrhage ("heavy bleeding & clotting"), hypersensitivity ("worsen allergies and asthma"), headache ("headache"), arthralgia ("pain joint"), asthma ("worsen allergies and asthma") and fatigue ("fatigue"). The patient was treated with surgery (removal of ovaries, fallopian tubes, uterus and cervix). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the device breakage, uterine injury, device expulsion, abdominal pain lower, back pain, genital haemorrhage, hypersensitivity, headache, arthralgia, asthma and fatigue was resolving. The reporter considered abdominal pain lower, arthralgia, asthma, back pain, device breakage, device expulsion, fatigue, genital haemorrhage, headache, hypersensitivity and uterine injury to be related to essure (ess205). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.